Event description:
The customer stated that the unit did not alarm during power loss. The nellcor puritan bennett customer support engineer verified the reported problem, inspected the device and replaced the auxiliary harness and main power switch. The unit passed extended testing. Pt involvement was reported. However, no death or injury occurred as a result of the event. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.